Event description:
Boston scientific received information that this right ventricular lead exhibited oversensing of noise. However there was no pacing inhibition. Additional information indicated that the cause was not determined. This lead was explanted and replaced with a new rv lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.